Manufacturer narrative:
Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2012-03886. Same patient as: 2134265-2011-00970, 2134265-2011-00971. It was reported that during a coronary stenting treatment procedure, the patient experienced chest pain. The target lesion being treated was located in the long lesion extending from the proximal left anterior descending (lad) to mid lad. The lesion was 80% stenosed, 3.0mm in diameter and 40mm long. The lesion was treated with direct stent placement using two overlapping taxus liberte stents (2.75x38mm proximal, 3.0x12mm distal). Post dilation was performed. Residual stenosis was 0%. There was a side branch event in the diagonal branch which was totally occluded resulting in slow flow. A choice intermed guide wire was advance to the target lesion located in the proximal lad to mid lad. The patient complained of chest pain and reopro 3.6mg was given intravenously. The occluded branch was treated with balloon angioplasty using a 1.5 x15mm apex balloon catheter which was advanced across the target lesion and was inflated. The patient complained of chest pain again and 2mg morphine sulphate was given intravenously. A 2.5x12mm apex balloon catheter was then advanced to the target vessel. The patient denied pain and nitroglycerin was administered. The patient was discharged 1 day later on aspirin and prasugrel.